Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device, during dwell one of five. The home patient (hp) was connected. The hp stated a bag fell and became disconnected. The technical service representative (tsr) explained the alarm and instructed the hp to cycle the power to clear the alarm. The tsr advised to discard the supplies and start over with new ones. There was no adverse event indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a bag falling/disconnecting is a known cause of this alarm. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and it warns that falling bags can result in a disconnection or leak. The guide also instructs the user to check all disposable set connections for a secure fit before beginning therapy and provides step-by-step instructions for connecting the solution bags. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.